Event description:
The facility reports during a lateral transfer between two stretchers, the nurse fell between them onto the floor when the second stretcher moved. Nurse suffered soft tissue bruising and redness on arm and shoulder.

Event description:
The facility reports during a lateral transfer between two stretchers, the nurse fell between them onto the floor when the second stretcher moved. Nurse suffered soft tissue bruising and redness on arm and shoulder.